Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. When the insulin was pushed out of the infusion tubing with a syringe, it appeared to be viscous and white. The customer's blood glucose level was 400 mg/dl. The customer replaced the tubing.